Manufacturer narrative:
The device was returned and the evaluation states that the connector is unplugged or loose.

Event description:
Dealer is stating that the panel lights not working.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the panel lights not working.